Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd) tear. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The patient had a congenital atrial septal defect (asd). The transeptal puncture was performed away from the pre-existing asd. However, when the steerable guide catheter crossed the septum, the tissue between the new puncture and the previous asd tore, resulting in one large hole. The procedure was continued, one clip was implanted, reducing mr to 2+. The asd will be treated later. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of cardiac perforation (atrial perforation) appears due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.